Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A promus element stent was deployed in an unspecified lesion. Following post dilation with an unspecified balloon, the physician imaged the lesion and it was noted that the implanted promus element stent was deformed. No patient complications were reported and the patient's current condition is okay. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. (B)(4).